Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced a high blood glucose level of 479 mg/dl. She treated her blood glucose level with the insulin pump. The customer had negative ketones. The customer's mother discontinued troubleshooting. The device was not returned.